Event description:
It was reported the device reached eri and was replaced. It was also noted that the device had experienced some double counting. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device revealed normal battery depletion.